Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nissen procedure, the device was hard to load and unload. The needle fell off of the device and was left in the patient.